Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was in clinical use at the time of event but the procedure was not performed. The philips remote service engineer (rse) contacted customer and confirmed that the control module knob was broken. Upon troubleshooting, the philips remote service engineer (fse) checked the with the customer and was reported that the control module knob was physically broken. To resolve the issue, the rse sent a replacement control module knob and the customer replaced the same. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's control module knob was damaged, which can impact geometry movements. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.